Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis. Atrial septal puncture was performed with an rf needle and ablation was performed. During pulmonary vein isolation (pvi), it was confirmed that the blood pressure decreased (around 60 above to over 40 below). It was checked whether pericardial effusion was present or not by body surface echocardiography, and the physician determined that the procedure could continue and proceeded. The procedure was allowed to proceed because the effusion reservoir volume was acceptable, heart rate was bradycardia, and the blood pressure increased due to pacing at rate100. Then, monitoring by body surface echocardiography at the end of the procedure confirmed pericardial effusion, so pericardial drainage was performed. No cardiac surgery performed. Steam pop was not confirmed. Patient outcome was fully recovered. Correct settings on devices and no error messages during the procedure on equipment. The patient did not require extended hospitalization. The physician assessment of the health hazard was non-serious (moderate/minor). The physician¿s opinion on the cause of this adverse event was that there was no relationship with the devices.

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31141993l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).